Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator would not charge or do anything since last night. The patient had tried 3 different cords and outlets without resolution. The patient confirmed the port of the communicator was not loose or wiggly. A replacement communicator was requested from the repair department because the communicator indicator wouldn't illuminate when charging or take a charge despite trying other cords and outlets. No patient injury reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-aug-2022, UDI#: (B)(4) tm90t0 communicator - analysis found no anomalies were visually observed. Analysis also found the tm90 micro usb interface was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.